Event description:
Edwards was informed a patient was scheduled to undergo a sapien valve-in-valve procedure to correct a failing aortic pericardial valve implanted for approximately eleven (11) years and seven (7) months at time of reporting. The reason for replacement of the device has not been provided. Through follow up with the health care provider, it was learned the valve-in-valve procedure has been canceled due to an unrelated retroperitoneal bleed. Follow up with the surgeon is in process.

Manufacturer narrative:
Device remains implanted. The device remains implanted and surgery has not been rescheduled. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, there is no information regarding the patient, product or procedure. Without return of the device or additional information, we are unable to confirm any clinical report at this time. Follow up report will be submitted when new information is learned.